Manufacturer narrative:
No button error alarm or audio or beep anomaly noted during testing. Device had unresponsive buttons due to flattened (creased) esc button dome switch. No unlocked lcd keypad connector noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad and beep anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had a high pitched alarm and the buttons were unresponsive. Unable to resolve the issue even after battery was removed and reinserted. The insulin pump is being replaced and is expected to return for analysis.